Event description:
On (B)(6) 2012, the patient underwent a titanium trochanteric fixation nail system - tfn procedure. Post-operatively the patient had a non-union and two broken screws. The surgeon opted to leave the broken screws, helical blade and trochanteric fixation nail in the patient. This is 4 of 4 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received. Placeholder.